Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the display on her onetouch ultralink meter is scratched and peeling. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the patient first discovered the alleged display issue and it is not clear what action the patient took in regards to her diabetes management after noticing the reported meter issue. The patient denied developing any symptoms as a result of the reported issue. The patient also denied receiving any form of medical treatment after the alleged issue was discovered. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following finding: the paint on the meter's casing was found damaged. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.